Manufacturer narrative:
Product complaint #:(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pdz980 batch number, and no non-conformances were identified. This medwatch report is in response to receipt of maude event report mw 5090083.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The suture needle tip broke off during the procedure. It is unknown how the case was completed. The patient underwent an unknown surgical intervention. No additional information can be obtained.